Event description:
User facility voluntary medwatch received from cdrh that stated: "we had a pt call in who complained of air bubbles forming in her gemstar tubing in the vicinity of the air filter. This was on a pre-primed tpn bag that was primed at the branch. We suspect that the air filter is allowing outside air into the tubing. We obtained the lot number and it is lot 66220 5h. We also had her send in the suspect tubing. We switched out her tubing to another lot number we had in stock, and there have been no more complaints. We also had a nursing agency call in with the same complaint, but for a different pt. We don't know what the lot number of that tubing was. We do know that it was either lot# "66220 5h" or "67074 5h". Hospira gemstar infusion pump 2009-present." Upon further query, the following information was provided that indicated air in the tubing set. The tubing set was being used to deliver an unspecified volume of tpn. After an unspecified length of time in use, the customer contact reported "air bubbles" in the tubing set near the filter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received on 02/25/2009. The customer indicated the device was discarded. See scanned page.